Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the act button was not fully responsive. The blood glucose reading was reported as being good but the reading was not given. It was advised that the customer revert to a back up plan. The insulin pump was not returned for analysis.